Event description:
Device 1 of 2. Reference 1627487-2014-23179. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced discomfort at the ipg site. It was also reported the patient experienced ineffective stimulation. The patient reported she has not used stimulation in 6 months. The patient declined reprogram mig. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was involved in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.